Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 593 mg/dl; cause was unknown. Customer mentioned they had moderate ketones and discussed with their healthcare provider as not life threatening. Reportedly, the customer changed infusion set and cartridge to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer reverted to an alternate method of insulin therapy.